Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer's mother reported via phone call that they experienced hyperglycemia leading to diabetic ketoacidosis. The customer's blood glucose level was 268 mg/dl and 538 mg/dl. The customer reported other event such as nausea and vomiting. It was unknown if the auto mode feature was active during the reported event. The device will not be returned for analysis.